Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. Unintended stimulation off was reported. The spinal cord stimulation (scs) was turned off unintentionally since (B)(6) 2025. It was identified in the regular medical consultation on (B)(6) 2025 and telemetry was performed for checking. Even if the stimulation was turned back on, during the session the alert saying "the therapy is off: the neurostimulator's stimulation settings are too high to deliver the requested therapy and the therapy is turned off. To avoid this kind of event, please decrease the output, pulse width, or rate." Would appear so the stimulation that was on would switch off. The possibility of unintentional stimulation being off before the consultation was not zero due to the patient's mis-operation while using the recharger application, but the actual situation was unknown. There was a previous issue with high impedance, but the electrode in question was not used in treatment and the electrode that was used in treatment did not have any major problems with the impedance values so it was believed that it could be used adequately. As for the alert during the session, the numerical values of each parameter were the settings of the commonly used differential target multiplexed (dtm) and the output was by no means high, so the cause of the alert is unknown. The cause was not specified, but the electrodes used for treatment were changed in consideration of the adverse effects of the adjacent electrodes. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: ct900d, serial# (B)(6), product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicated that no further actions were taken regarding the stimulation turning off and the settings too high alert. The cause was not determined. The patient has not taken a medical consultation since then. It remains unknown if the issue has been resolved.